Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained from the same side of the lesion. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. After the 0.035 non bsc guide wire crossed the lesion, the 4.0mm x 20mm, 75cm mustang¿ balloon catheter was advanced successfully to the lesion. No resistance was encountered during advancement of the device. The balloon was inflated for 10 seconds. However, the pressure level stopped increasing after reaching 4 atmospheres. It was confirmed under fluoroscopic control that the balloon ruptured. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained from the same side of the lesion. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. After the 0.035 non bsc guide wire crossed the lesion, the 4.0mm x 20mm, 75cm mustang balloon catheter was advanced successfully to the lesion. No resistance was encountered during advancement of the device. The balloon was inflated for 10 seconds. However, the pressure level stopped increasing after reaching 4 atmospheres. It was confirmed under fluoroscopic control that the balloon ruptured. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.